Manufacturer narrative:
The cypher select plus product is not distributed in the united states, however, it is similar to the cypher sirolimus-eluting coronary stent product distributed in the united states. Additional info will be submitted within 30 days from receipt of additional info.

Event description:
The info received from the reporter indicated that a hub crack was detected visually during the beginning of connection with the indeflator. The hub crack was noted before the stent was inserted into the pt. Difficulties were also encountered when connecting the hub to the indeflator (abbott priority pack) and flushing the stent delivery system (sds). No defect or difficulties were encountered during inspection and preparation of the device. The device was not re-sterilized and the instructions for use (IFU) were respected. Another cypher was used to complete the procedure. No anomalies were detected when the device was pulled from the packaging. It is not possible to know if it was pulled by the hub or not.